Event description:
The pt had a carotid t occlusion. The procedure started with the penumbra system 041. When reaching the media, they switched to penumbra system 032. At first, it went well, but then the physician recognized that the tip of the separator 032 detached in the acm. Tried to catch the tip with merci device without success. Tried to aspirate the rest of the thrombus without success. The media is still occluded.

Manufacturer narrative:
Method: device not yet returned to MFR for analysis.